Event description:
Infusion set connected to a normal saline "excel" bag and line primed with normal saline. Paclitaxel then added to bag and taken to nursing station. When nursing staff opened bag containing bag of paclitaxel the tubing on the paclitaxel came apart below the drip chamber. This resulted in paclitaxel, a hazardous product, spilling on counter, other medications, and into carpet exposing staff and pts to the hazardus chemical.